Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the pulse wire running from the distribution node to ECG b in the front te cable was broken, creating a short in the pulse wire. The cause of the broken wire was likely excessive force on the dn to ECG b cable. The root cause of the damage was likely physical abuse. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.

Event description:
Upon fitting a (B)(6) female patient, a patient service representative contacted zoll customer support to report check belt messages. The patient was issued a replacement electrode belt.